Manufacturer narrative:
H11: the catalog number identified in section d4 has not been cleared in the us but is similar to the rotarex products that are cleared in the us. The pro code and 510 k number for the rotarex products are identified in d2 and g4. Manufacturing review: a manufacturing review was conducted and there was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: the physical sample was returned for evaluation and a catheter was physically investigated. During physical investigation, the test guide wire went through the catheter without any resistance. The aspiration test was performed, and lower aspiration level than nominal was achieved. A clear root cause could not be identified but a blockage of the catheter represents a known inherent risk. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. B5, d4 (medical device catalog #), g3, h6 (device, result, conclusion) section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2025, a patient underwent a percutaneous femoral artery thrombectomy and atherectomy procedure due to chronic occlusive disease of the lower extremities. During the procedure, fluid leakage was found near the proximal end of the catheter. After the entire catheter was removed, a new catheter was inserted and the procedure was completed. There were no reported patient injury.

Event description:
On (B)(6) 2025, a patient undergone a percutaneous femoral artery thrombectomy and angioplasty due to chronic occlusive disease affecting the lower extremities. During the procedure, fluid leakage was detected near the proximal end of the catheter. Following the removal of the entire catheter, a new catheter was inserted, and the procedure was successfully completed. There were no reported injuries to the patient.

Manufacturer narrative:
H11: as the lot number for the device was provided, a review of the device history records is currently being performed. The return of the sample is pending. However, photos were provided for review. The investigation of the reported event is currently underway. Section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2025, a patient underwent a percutaneous femoral artery thrombectomy and angioplasty procedure due to chronic occlusive disease of the lower extremities. During the procedure, fluid leakage was found near the proximal end of the catheter. After the entire catheter was removed, a new catheter was inserted and the procedure was completed. There was no reported patient injury.

Manufacturer narrative:
H11: as the lot number for the device was provided, a review of the device history records was performed. The return of the sample is pending. However, photos were provided for review. The investigation of the reported event is currently underway. D4 (medical device lot #), g3, g4, h6 (method). Section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.